Manufacturer narrative:
This report is submitted on march 07, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an extrusion of the electrode through the skin. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 5, 2023.